Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-160 / lot 153495 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-430h / lot 149466 . Test base part number 191-160 / lot 153495. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153495 showed that the complaint rate is (B)(4) . In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153495 showed that the complaint rate is 0.002% . In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal swab. Repeat testing was performed with the binaxnow¿ covid-19 antigen self test and generated invalid results as no lines were observed. Due to the second test results the consumer performed a third binaxnow¿ covid-19 antigen self test while l1 was on the lineand obtained negative results. All test were performed on the same day. Technical services recommended that the consumer obtain a serial testing after 24-36 hours for confirmatory. No additional patient information, including treatment and outcome, was provided. No additional information was provided.